Manufacturer narrative:
(B)(4). Date of initial report: 08/29/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jammed after each closure. No patient injury resulted or medical intervention required. A different device of the same type was used to continue the procedure.